Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experiences phrenic nerve stimulation upon device interrogation and at certain times, throughout the day. The technical consultant stated that the chronic lead trend feature increases outputs to take a measurement and that this may be what the patient feels at different times throughout the day. The lead remains in use. No patient complications have been reported as a result of this event.